Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. There were no patient consequences reported. Further information was requested but not received.